Manufacturer narrative:
D2b was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the peel away sheath was used in the left femoral vessel and turned over. The patient was in stable condition.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A product history record review was not conducted as the lot number is unknown. The cause(s) of the reported event could not be determined as the product was not return and due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 (catalog number) was corrected accordingly.